Manufacturer narrative:
Evaluation of the returned pod pc revealed, offset coil winds and pusher assembly kinks. If the device is forcefully advanced against resistance, damage such as this may occur. The pod pc was returned without its introducer sheath. Therefore, during functional testing, the pod pc was attempted to be sheathed with a demonstration introducer sheath, but was unsuccessful, due to resistance cause by the damages on the pusher assembly. And offset coil winds. No testing could be performed, due to the return damage. The root cause of the reported complaint could not be determined. Some of the observed, damage may have been incidental to the reported complaint. And may have occurred, during return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns. Section h: box 6, conclusions code 1: 4316: the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint, due to the return damage on the device. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs) and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician successfully implanted two non-penumbra coils and one pod pc. While advancing the next pod pc into the hub of the microcatheter, resistance was encountered. Therefore, the pod pc was removed. The procedure was completed using another pod pc of the same size, four additional pod pcs, and the same microcatheter. There was no report of an adverse effect to the patient.